Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. As a precautionary measure, the spo2 board was replaced and cables reseated. Unit was calibrated and was safety tested to factory's specifications.